Manufacturer narrative:
H.6. Investigation summary bd received samples and 6 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter and unknown foreign matter with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter and unknown foreign matter with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube pst plh 13x100 4.5 slbl l/gn contained foreign matter both biological and non-biological. The following information was provided by the initial reporter: "the following issues were found in tubes (367963) from lot. 9344008: damaged/deformed tube x22 [correction] fm in gel x22 dirty stopper x1 black spot in tube x1 dirty tubes etc. X2"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube pst plh 13x100 4.5 slbl l/gn contained foreign matter both biological and non-biological. The following information was provided by the initial reporter: "the following issues were found in tubes (367963) from lot. 9344008: damaged/deformed tube x22 [correction] fm in gel x22, dirty stopper x1, black spot in tube x1, dirty tubes etc. X2."